Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the location of the pain was at the lumbar. The type of infection was pseudomonas. Actions taken as a result of the event included ablation. Signs and symptoms of the event included inflammation of the lumbar scar.

Event description:
It was reported that there was an infection. It was unknown if a culture was taken. Antibiotic treatment was necessary. The patient was hospitalized from (B)(6) 2012 with an emergency visit on (B)(6) 2012 and a surgical intervention, explant of the device on (B)(6) 2012. This was noted to be serious, related to the procedure, not related to the device. The event was resolved on (B)(6) 2012.

Manufacturer narrative:
Concomitant medical products: product ID 3898, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).